Manufacturer narrative:
While analysis of the reported csl was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the ipg was not implanted deep enough in the chest wall. The device history and sterilization record for this csl device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event, and the device passed all pull testing specifications. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following implant, the patient experienced pain at the chest incision site and the ipg was sticking out of their skin and causing discomfort. They also expressed concern with the stimulation they felt when therapy levels were adjusted and stated it felt like they were being electrocuted with every adjustment. The patient was also concerned that their lead did not have the appropriate points of contact on their carotid. It was noted that the impedance levels complied and an ultrasound and CT looked good as well. Per the opinion of their previous physician, the root cause of the event was that the ipg was not implanted deep enough in the chest wall. The patient was seen for a consultation on (B)(6) 2026, to discuss a possible revision, and on (B)(6) 2026, the patient underwent a lead and pocket revision and the ipg was replaced. They reported feeling much better following the revision. They were seen for a follow-up on (B)(6) 2026 with no further complaint, and all the patient's symptoms were resolved.